Event description:
Additional information: log files from the new system controller was requested but was not provided. The patient was discharged on (B)(6) 2019 to the long-term rehab facility with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion for system controller: the reported event of a constant alarm that could not be silenced can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(4). The recorded information revealed that the system maintained the desired set speed with no interruptions from the time stamp of day 21, 2 hours and 24 minutes to day 21, 11 hours and 11 minutes when a power cable disconnect alarm followed by a power/clock reset was recorded. The next entries indicated that the speed increased to 8790 rpm and then decreased to 0 rpm followed by a pump disconnected alarm. The next entry revealed a backup mcu active alarm indicating that the system controller reverted to a backup mode. The next entries revealed several unsuccessful attempts to restart the system accompanied by pump disconnected alarm. The entry recorded at the time stamp of day 9, 0 hours and 39 minutes indicated that the system reached the desired set speed and continued to maintain the speed in backup mode for approximately 4 hours when the system controller was disconnected. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A specific root cause for the atypical events prior to the controller reverting to a backup mode was not able to be determined. Patient handbook, operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Patient handbook, operating manual, covers replacement of the system controller during emergency that includes step 11 describing how to start the system controller using the backup system. Important warnings relating to pump stops are described in patient handbook, operating manual, and instructions for use. Manufacturer's investigation conclusion for heartmate ii: review of the log file provided by the account confirmed low speed and pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured the pump operating normally from day 21, hour 10, minute 15 through day 21, hour 11, minute 11. At this time, a power cable disconnect alarm was activated, immediately followed by a power/clock reset and a pump speed drop to 0 rpm. The following data captured multiple low speed events resulting in pump stops. A total of 12 motor stopped alarms were captured during these events, and the abnormal pump operation was associated with low speed advisory/hazard, low flow hazard, low speed operation, and pump disconnected alarms. At timestamp day 0, hour 0, minute 39, the pump was able to regain operation at the set speed and maintained function with normal pump parameters while in backup mode for approximately 4 hours before the system controller was disconnected. A specific cause for these events could not be conclusively determined through this evaluation. Apart from the pump stop events, the device operated above the low speed limit and no other atypical alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hmii lvas IFU and patient handbook address all system alarms, including pump off alarms, as well the recommended actions associated with them.

Manufacturer narrative:
Concomitant medical products: the cause of the red heart alarm is unknown and the system controller may have contributed to the event. The system controller serial number is (B)(4). Approximate age of device- 16 days. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient experienced constant alarm that could not be silenced and the primary system controller was replaced. The manufacturer's technical service representative reviewed the log file and observed multiple red heart alarms while the clock was reset. The system controller was exchanged and the patient did not experience any further problems.